Event description:
Healthcare professional reported rupture. This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed broken device assessed as surgical damage and observed a missing piece of shell assessed as inconclusive. Malposition: unable to observe as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: b5, d9, h3, h6.

Event description:
Healthcare professional later reported "high-tight weak inframammary folds preoperatively", "copious gel bleed" and "internal portion of the pocket had gel throughout it."

Event description:
Healthcare professional reported rupture. This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Corrected data: g.3. Aware date in supplemental medwatch 1 should have been listed as (B)(6) 2025.